Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: moisture ingress into the device's scope connector unit may have caused a short circuit or poor electrical contact on the internal plug unit circuit board. In addition, the following reportable malfunctions were identified during the device evaluation: foreign matter was detected in the air and water supply channels. The cause of foreign matter in the air/water supply channels could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had scope communication error (b30). The event had occurred during inspection for use. There were no reports of patient involvement.